Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support advised the caller on the proper technique for loading a new cartridge. The caller was eventually able to successfully load a cartridge and resume insulin therapy, resolving the issue.